Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 60071ud02, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 60071ud02. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud02 was identified.

Event description:
The customer observed imprecise alinity I free t4 results. The following data was provided (reference range 9.01-19.05 pmol/l): patient 1 ft4 was initially falsely elevated at 20.4 pmol/l, retested at 12.1 pmol/l, patient 2 ft4 was initially falsely depressed at 8.6 pmol/l, retested at 9.8 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I free t4 results. The following data was provided (reference range 9.01-19.05 pmol/l): patient 1 ft4 was initially falsely elevated at 20.4 pmol/l, retested at 12.1 pmol/l, patient 2 ft4 was initially falsely depressed at 8.6 pmol/l, retested at 9.8 pmol/l. No impact to patient management was reported.